Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and genital haemorrhage ('heavy abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 (date of birth: (B)(6) 2005, (B)(6) 2014). Concomitant products included docusate sodium (colace) since 2015, ondansetron (zofran) since 2015, salbutamol (albuterol) since 2015 and vitamins nos (multivitamins) since 2010. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2015, the patient experienced perforation (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), migraine ("migraines"), back pain ("back pain") and night sweats ("night sweats"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, abdominal pain, pelvic pain, abdominal pain lower, vulvovaginal pain, menorrhagia, weight decreased, migraine, mood swings, back pain, night sweats, vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, night sweats, pelvic pain, perforation, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, weight loss, migraines and mood swings. Current weight as of 22-nov-2019: 122 lbs. Approximate weight at the time of essure placement 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received- new event back pain were added. On 22-nov-2019: plaintiff fact sheet received. Events: night sweats, abnormal bleeding (vaginal), fatigue were added. Event onset date were updated. Historical conditions, concomitant drugs and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and genital haemorrhage ('heavy abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 (date of birth: (B)(6) 2005, (B)(6)2014). Concomitant products included docusate sodium (colace) since 2015, ondansetron (zofran) since 2015, salbutamol (albuterol) since 2015 and vitamins nos (multivitamins) since 2010. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2015, the patient experienced perforation (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), migraine ("migraines"), back pain ("back pain") and night sweats ("night sweats"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, abdominal pain, pelvic pain, abdominal pain lower, vulvovaginal pain, menorrhagia, weight decreased, migraine, mood swings, back pain, night sweats, vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, night sweats, pelvic pain, perforation, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, weight loss, migraines and mood swings. Current weight as of (B)(6) 2019: 122 lbs. Approximate weight at the time of essure placement 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received- new event back pain were added. On 22-nov-2019: plaintiff fact sheet received. Events: night sweats, abnormal bleeding (vaginal), fatigue were added. Event onset date were updated. Historical conditions, concomitant drugs and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 (date of birth: (B)(6) 2005, (B)(6) 2014). Concomitant products included docusate sodium (colace) since 2015, ondansetron (zofran) since 2015, salbutamol (albuterol) since 2015 and vitamins nos (multivitamins) since 2010. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"), heavy menstrual bleeding ("menorrhagia/abnormal bleeding(menorrhagia)"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2015, the patient experienced perforation (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), migraine ("migraines"), back pain ("back pain") and night sweats ("night sweats"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, abdominal pain, pelvic pain, abdominal pain lower, vulvovaginal pain, heavy menstrual bleeding, weight decreased, migraine, mood swings, back pain, night sweats, vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, mood swings, night sweats, pelvic pain, perforation, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, weight loss, migraines and mood swings. Current weight as of (B)(6) 2019: 122 lbs. Approximate weight at the time of essure placement 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), migraine ("migraines") and mood swings ("mood swings") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, abdominal pain, pelvic pain, abdominal pain lower, vulvovaginal pain, menorrhagia, weight decreased, migraine and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, perforation, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, weight loss, migraines and mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events perforation, menorrhagia, weight loss, migraines and mood swings were added. Onset date of events were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.